Manufacturer narrative:
Trending was performed on this type of complaint and no abnormal trend was identified. During a review for this customer site, there were no similar past complaints on any like instrument for the past 12 months. Product labeling cautions about "false results due to procell/cleancell aspiration filters being loose. Make sure the aspiration tube is pulled up and hooked onto it's notch, before removing the bottle. After replacing the bottle, unhook the aspiration tube and lower it slowly into the bottle, do not let it drop into the bottle." The investigation determined that the issue found by the fse was the root cause of the event.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated they had an issue "last week" and the field service engineer (fse) was onsite. The fse identified multiple alarms produced by the cobas 6000 e 601. The fse found that the procell bottle and 2 reagent bottle filters were loose causing the system to pull air from the procell bottle when it was low. The filter was tightened. Instrument tests were acceptable. The customer ran quality controls (qc) which were acceptable. After this service visit, the customer pulled the alarm trace and they saw procell/cleancell short alarms on the e601 module. On (B)(6) 2017 the customer repeated multiple patient samples that had been run on (B)(6) 2017 before the alarm and after the alarm. The customer initially stated they issued corrected reports for 14 patient samples. Upon follow up, the customer stated they issued corrected reports for 3 patient samples. The customer provided data for 12 patient samples where erroneous results were identified for elecsys ferritin (ferritin), elecsys cortisol ii (cortisol ii), elecsys pth immunoassay (pth), elecsys vitamin d assay (vitamin d), elecsys ft3 iii (ft3 iii), elecsys ft4 ii assay (ft4 ii), elecsys t3 (t3), elecsys testosterone ii assay (testosterone ii) and elecsys shbg (shbg). The data from the customer indicate some of the results for all 12 patient samples were corrected. It is not clear from the information provided from the customer how many patient results were actually corrected. The customer stated that the erroneous results were run "in the vicinity" of receiving the procell/cleancell short alarms. It could not be clarified if all the erroneous results occurred before or after receiving the alarm. Refer to the attached data for patient results and corrected results. No adverse event occurred. No patients were treated based on the erroneous results. The ferritin reagent lot number was 192154. The expiration date was not provided. No other reagent lot numbers or expiration dates were provided. The customer did not request a new service visit as the issue was resolved on the previous visit.